Event description:
Physician inserting dialysis catheter. Catheter guidewire looped back while being inserted and tied into knot. The physician had to make an incision in the patient's skin to remove the knotted guidewire. Insertion of endograft into abdominal aortic aneurysm.